Event description:
Reporter noted problems with system over a few weeks. During this case they had a software/cpu malfunction and power supply breakdown. Aborted case after patient had been fully anesthetized. No injury occurred.